Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with an unknown male and female luer connected to each end of the manifold. Visual inspection found no defect or physical abnormality that could have caused the reported condition. Underwater leak testing identified a leak from the connection of the check valve and manifold. No leakage was identified at any of the other connection sites. The cause was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the manifold during infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.